Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 clips were taken from the current production p/n 544230 hemolok ml clips lot # 73m1700211, the samples were functionally inspected, and during the inspection issue reported "clip slipped off vessel" was not observed. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: patient had severe abdominal pain after cholecystectomy by bilio-peritoneal. The clip was applied on the cystic stump. The patient was sent back to the hospital for catheterize retrograde endoscopic, applying a biliary endo-prosthesis. Information was sent to all surgeons using this clip. It is stated in the user report that the patient felt severe abdominal pain because the clip slipped off the cystic stump. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: patient had severe abdominal pain after cholecystectomy by bilio-peritoneal. The clip was applied on the cystic stump. The patient was sent back to the hospital for catheterize retrograde endoscopic, applying a biliary endo-prosthesis. Information was sent to all surgeons using this clip. It is stated in the user report that the patient felt severe abdominal pain because the clip slipped off the cystic stump. The patient's condition is unknown at this time.